Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. Customer delivered a correction bolus to address the bg. Customer loaded a new cartridge to resolve the issue.